Manufacturer narrative:
Throughout the course of treatment there were no tests or cultures confirming or ruling out infection at the incision site or elsewhere. No allegations were made of system or component failure or malfunction and patient reported receiving pain relief therapy. Poor healing of surgical wounds is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. During a post-op visit with the physician it was noted that there was some swelling and redness around the incision site and activation of the system was postponed. Activation was eventually successful. During a subsequent follow up visit with a physician assistant on (B)(6) 2023, the patient's wound was reported to be healing properly and patient reported receiving pain relief therapy, however the patient was referred to a wound specialist for further follow-up. No infection or other complications were reported at that time. On (B)(6) 2023 nalu was made aware that the patient's skin over the area of the implantable pulse generator (ipg) location appeared necrotic and decision was made to remove the system. A full system explant took place on (B)(6) 2023 by the on-call physician covering for the implanting physician.